Manufacturer narrative:
The insulin pump was unable to download to carelink pro and intermittent alarm due to faulty connector on remote frequency board. The drive support disk was inspected and no damage or anomaly noted. The insulin pump received with partially broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, cracked lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was at the doctor's office when the doctor noticed the drive support cap is pushed in or missing. Customer stated she could put her fingertip through. Blood glucose value was 144 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.